Event description:
It was reported that the customer experienced elevated blood glucose levels (553 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer delivered a 10.9 unit bolus to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.